Manufacturer narrative:
The company service rep examined the system and replaced the low pressure air source (lpas) module. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "no gas infusion" (failure to infuse). The nurse reported the gas infusion was not working. The system was switched out and the gas infusion was completed. No pt injury was reported.